Event description:
It was reported that this pacemaker exhibited oversensing of noise/electromagnetic interference (emi). Technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker exhibited oversensing of noise/electromagnetic interference (emi). Technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that this device exhibited t wave oversensing. Additionally, the right ventricular (rv) lead amplitude has been variable. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker exhibited oversensing of noise/electromagnetic interference (emi). Technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that this device exhibited t wave oversensing. Additionally, the right ventricular (rv) lead amplitude has been variable. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device exhibited cross talk oversensing on the ventricular channel. Additionally, undersensing was also observed. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.